Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported the patient had stiffness and pain in the head, neck, and shoulders. The hcp was going to admit the patient for observation. The rep and hcp discussed "wt-nap" and the hcp denied tapping the patient and the rep did not recall seeing any fluid. Positional soreness from position during procedure and other was discussed. The issue was identified when the patient called the hcp. The rep called the patient and asked if the patient had his device on. The patient had turned the device off and the symptoms seemed unchanged with spinal cord stimulation on or off. The hcp at the hospital did a cat scan and the rep informed the hcp that the patient's device was total body MRI eligible should they need one. The rep instructed the hcp how to put the patient's device into MRI mode and how to return to normal operation. The rep stated 1.5t horizontal bore and gave the hcp the number for technical service for further information. The rep called the patient the next day and the patient was feeling better, but the spinal cord stimulation was still off. The rep talked to a physician's assistant (pa) in the office and the pa stated the MRI was negative except for an unremarkable area in the flank which was non-implant related. It was unknown if the issue was resolved at the time of this report. The device was still implanted and the patient was to experiment with turning the device on and off to see if there were any changes other than the pain relief he was implanted for on tuesday. The patient had a previous back surgery, which required what the patient described to sound like a debridement, which he called "wash out" and a wound vac. The patient's status at the time of the report was alive with no injury. Surgical intervention had not occurred and had not been planned. Additional information received from the rep reported the cause of the pain in the patient's head, neck, and shoulders as well as actions taken and resolution of the pain in the patient's head, neck, and shoulders were unknown, but seemed unrelated to the spinal cord stimulation. No device issues were alleged regarding this event. No interventions or outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.